Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with customer over-the-phone to address the reported event. Fse had the customer replaced the sample loop from the facility's inventory and run the pump. Customer reported no leaks were observed and the pressure up to 9.6 (the acceptable is <15 mpa), the instrument is running without any issues. The g8 instrument functions as intended. No further action required from field service. A 13-month complaint and service history review for (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 was performed for similar complaints. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 1 - introduction and applications, under procedures states: press pump flow to start pumping and check for leaks. The pressure should rise to the pressure level that is indicated on the column inspection report + 4 mpa (acceptable range is <15 mpa). If leaks occur, tighten fittings. In addition, the manual request the customer to contact technical support when the leakage cannot be stopped. The most likely cause of the reported event is due to defective sample loop.

Event description:
On (B)(6) 2018, customer reported the injection valve was leaking on the g8 instrument. Field service engineer (fse) was dispatched to address the reported issue, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.